Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited undersensing, which resulted in inappropriate pacing impedance measurements. No intervention or adverse patient effects were reported.